Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels in the high 200 mg/dl range. Customer reported elevated bg levels are due to herniated discs and stress. Customer drank water, delivered a bolus, and adjusted the pump settings to address elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.